Manufacturer narrative:
Based on the claim against the product by the customer noting error 23087 on arm 4 an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported errors 23138 and 23118 were confirmed and replicated. Unit was tested on an in-house system, which triggered errors 23138 and 23118. Unit was also test on the test platform and failed led brightness & direction test. Aba trouble shooting was performed. A golden acs, acsb3, and acsh was installed with passing results. The original was installed, and errors returned. As a fix, the acs, ascb3 and acsh boards will be replaced. The complaint regarding error 23087 on arm 4 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system had repeated error 23087 on universal surgical manipulator (usm) 4 which would not recover. The customer did a power cycle, emergency power off and the system powered on for about a minute and then faulted again and would not recover. The customer was going to change out the patient side cart with one from a different system. The system was docked when the issue occurred. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed in the patient when the issue occurred, but the customer was unable to dock the usms. After swapping the patient side cart, the case was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated error 23087, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.